Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. From investigation of the power supply, it is evident that a short occurred in power supply. The power supply is not functional. The power supply damage is due to fluid ingress. Looking at the screw, there is clear evidence of rust. The screw will rust when exposed to moisture. Based on this, it is evident that the power supply caught on fire due to the short caused by a liquid. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU, "before cleaning the monitor, disconnect the ac power cord from the mains outlet and the power source. Do not immerse or autoclave the monitor or accessories" and "warning liquids can damage electronics inside the monitor. Prevent liquids from spilling on the monitor." The cleaning instructions clearly state: "disconnect the ac power cord from the mains outlet.[...]wipe the ac power cord and the apm work surface power/usb cable assembly. [...]allow all components except the lcd screen to air dry". Additionally, if a device were to get hot to touch, spark, have burn marks or burned components a trained clinician would not use the device and remove it from the patient's environment. There was no reported patient involvement or injury in this complaint, however, as this event could potentially lead to a serious injury or death if it were to recur, hillrom considers this complaint reportable.

Event description:
It was reported that the csm power supply unit blew up. There was no reported injury. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Hillrom is awaiting the return of the device for a thorough analysis. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
It was reported that the csm power supply unit blew up. There was no reported injury. His report was filed in our complaint handling system as complaint (B)(4).